Manufacturer narrative:
Device evaluated by manufacturer; a visual examination of the stent found that the stent struts from the mid-section of the stent were lifted from their crimped stent position. The undamaged crimped stent od outer diameter measured and the result was within maximum crimped stent profile measurement . Stent damage most likely occurred when the stent struts met resistance of a calcified occluded lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19oct2020: it was reported that difficulty to advanced encountered. The target lesion was located in the distal end of left anterior descending artery. A 2.50 mm x 24 mm synergy drug eluting stent was advanced to treat, but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. Morever, returned device analysis revealed a stent damaged.